Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-10059. It was reported communication could no longer be established between the patient's ((B)(6)) ipg and external devices (charging system and patient programmer). Interrogation of the device revealed impedance issues; however, individual contacts could not be tested. The physician elected to explant the scs system. Please note: device information was requested; however, no further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.